Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other implanted mitraclip referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Imaging/leaflet insertion was noted to be difficult due to poor echo quality. One clip (80822u324) was implanted reducing mr to 2. To further reduce mr, a second clip (80822u323) was advanced, however when steering the clip delivery system (cds), the cds came in contact with the first clip. The first clip detached from the posterior leaflet and remain attached to the anterior leaflet (lda). Mr increased to a grade of 3-4. The second clip was implanted, stabilizing the slda clip. After deployment of the second clip, it was noted the clip slightly opened, the leaflets remained well inserted in the clip, however mr returned to 3-4. The procedure was aborted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. It is likely that poor visualization resulted in the inadvertent interaction with the first clip, which caused the reported single leaflet device attachment (slda). A definitive cause for the clip opening while locked was unable to be determined. All available information was investigated, and the reported unchanged mitral regurgitation (mr) and device damage caused by another device appear to be related to case circumstances. The reported patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures.here is no indication of a product quality issue with respect to manufacture, design or labeling.